Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, we confirmed that the remote control body case broken, the operation channel (primary) cut, the insertion flexible tube bump, the air nozzle sharp, the water nozzle sharp, and the staycoil too short; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).